Event description:
The hcp reported that the pt was experiencing a "baclofen overdose" following a pump refill. The pt was experiencing respiratory depression and was admitted to the intensive care unit. No other symptoms were reported. The pt was receiving a mixture of bupivicaine and baclofen "totalling 1500 mcg/ml in concentration". The intended dose was 400 mcg per day. But he was now receiving 40,023.9 per day. An emergency stop procedure was attempted, but was not successful. Three ccs of fluid was withdrawn via the catheter access port and the pump was emptied and rinsed with saline. As of 2005, the pt remained in intensive care but "was recovering slowly", the pump remains empty, but it was turned down to the slowest infusion rate. The hcp indicated that the overdose was related to a programming error. Not a pump malfunction.